Manufacturer narrative:
The actual sample was returned for evaluation. The needle /suture was visually inspected and the inspection revealed that the needle was bent. This occurred during the winding process. The zipper tray (winding former) was visually inspected and the tray has slight marks, which indicates that the needle tip made contact with the tray when it was placed in the slot of the tray.

Manufacturer narrative:
(B)(4). Photo of the needle was received for evaluation. Visual inspection revealed that the needle was bending and no assignable cause could be determined. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a hip replacement procedure on (B)(6) 2016 and suture was used. During the sewing the capsule, the needle bent at a first stich. There were no patient consequences reported.